Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed an initial system test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the failure was determined to be from the pilot pressure point not in being in appropriate range. The service engineer recommended replacing the three-way solenoid valve and proportional valve to resolve the issue. The repair is still in progress and a replacement date has been set with the customer. No further investigation is required.